Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v772421, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3889-28, lot# va131fs, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was having a revision due to normal end of service (eos), but a short less than 50 ohms was noted on pair 0 and 1. The therapy impedance was less than 50 ohms and the affected pair had been programmed at 0 and 2 negative and 1 positive. The intent of the revision was to replace the implantable neurostimulator (ins) only, but they ended up replacing the whole system. The lead was inserted into the header of the new ins and after multiple attempts trying to move the impedances from 4000 ohms they replaced with a second new ins and got the same thing of greater than 4000 ohms on the contacts. They ended up just replacing the lead as well and would be sending the ins and lead back in for analysis. Multiple troubleshooting means were attempted and the physician wasn't comfortable using the new battery and lead. They were able to complete the case and the patient recovered completely. No symptoms were reported and there was no patient death. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.